Event description:
I had breast implants in 1987, and recently I had a mammogram, ultrasound and MRI all conclusive that they are both leaking and have become a medical issue now. They need to be removed and my insurance will not cover the removal. (B)(6).